Manufacturer narrative:
(B)(4). Multiple MDR's were filed in association with this reporting: 0001822565 - 2019 - 05408, 0001822565 - 2019 - 05409, 0001822565 - 2019 - 05410, 0001822565 - 2019 - 05411, 0001822565 - 2019 - 05412. Concomitant medical products: 00840001507 ulnar component plasma sprayed size 5 lot 63127158, primary di# 00889024271241, 00840004410 humeral component plasma sprayed size 4 lot 63319031, primary di# 00889024271340, 00840009400 articulation kit size 4 lot 64129150, primary di# 00889024271456 , 32810503800 cement restrictor lot 63252559, primary di# 00889024274082 . Report source: (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported the patient is being considered for a revision to address infection and related pain less than a year post implantation. No further information is available as the patient has not yet been revised.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. B3: the event occurred on or after (B)(6), 2020 device history record was reviewed and no discrepancies were found. A definitive root cause cannot be determined. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is unlikely that the specified device caused any patient infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The patient underwent a revision procedure due to pain and infection less than one year post implantation. No components were removed. The surgeon treated the patient with antibiotics. No further information is available at the time of this report.

Event description:
No further information is available as the patient has not yet been revised.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.